Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the pulse generator issued a false alert for battery depletion. Interrogation revealed normal battery characteristics. A firmware download successfully restored the device and the patient would continue to be monitored.